Event description:
It was reported that an elective replacement indicator (eri) message was encountered. The device's battery depletion was reported as premature. A longevity calculation was performed to estimate the battery life of the pt's implantable neurostimulator. The calculation result was either seven months, at a usage rate of 24 hours/day; or twelve months, at a usage rate of 12 hours/day. All of the impedance measurements were normal and were between 700 and 1,500 ohms. The therapy impedance measurements were "good," and between 550 and 590 ohms. No pt symptoms or outcome were reported. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information. The device was interrogated with a physician programmer and it read end of life (eol). The patient was experiencing no stimulation sensation and was scheduled for a battery replacement. The date of the replacement was not reported.